Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via phone that an ar-8978-cp implant systems eyelet would not come out, it was stuck. This occurred during a hand and wrist internal brace procedure on (B)(6) 2025. Another swivelock was used to complete the case. There was no harm on the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to misuse due to incomplete alignment, insufficient advancement, or improper seating of the anchor prior to attempted eyelet release.